Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer changed all the supplies to address occlusion alarms for the past events. The customer's blood glucose level was 200 mg/dl. A follow up with the customer confirmed that the customer successfully completed the load process with a new cartridge to address the most recent occlusion alarms.